Manufacturer narrative:
Reported event: an event regarding wear of an exeter stem was reported. The event was confirmed by inspection of returned device. Method & results: product evaluation and results: visual inspection was performed for the returned device which noted that the returned device was examined with the aid of a stereo microscope at magnifications up to 50x. Damage was observed on the trunnion and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. A material analysis was performed on the returned device. The report concluded," the wear observed on the hip stem trunnion is consistent with loss of the taper lock between the stem trunnion and the femoral head. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the medial surface of the stem. Eds showed the stem was consistent with an astm f1586 alloy. The adhered material on the head was consistent with material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis were not performed as the device was received in worn condition. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised. A material analysis was performed on the returned device. The report concluded that wear observed on the hip stem trunnion is consistent with loss of the taper lock between the stem trunnion and the femoral head. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the medial surface of the stem. Eds showed the stem was consistent with an astm f1586 alloy. The adhered material on the head was consistent with material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The surgeon reported that he is undertaking revision of an exeter mitch combination.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device, the product information for this device is being referenced in this MDR report - unknown lot , unknown mitch device.

Event description:
The surgeon reported that he is undertaking revision of an exeter mitch combination